Event description:
Event description guidant received information that this transvenous defibrillation lead was implanted as an additional lead via the left subclavian vein. The lead was introduced into the patient's body without incident, but it could not be pulled back for positioning. The lead became caught between the clavicle and the first rib. The lead could not be removed with the lead extractor. The physician placed a catheter through the patient's femoral vein and was able to remove the lead from the patient's body. A non-guidant defibrillation lead was placed on the patient's right side.